Event description:
(B)(4). Pain right side ... Dr told me to wait and wait... See if it would go away otherwise we would move forward with hysterectomy. I got cramping relief from chiropractic care a short term fix but will have hysterectomy when I don't have to lift my babies every day. Bloating every day issue .